Manufacturer narrative:
H3: the device 37761 desktop charger (dtc), serial number (B)(6) was returned for product analysis. Analysis found desktop charger (dtc) cable assembly had a frayed cord. The device was scrapped due to unneeded supply of inventory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient stating they received a letter asking what were the circumstances that lead to the having to recharge the implant more often. Patient stated they had already explained that because the battery was old and running out they had to recharge it more frequently, and they just got the implant replaced as planned and the new implant is doing amazing.

Event description:
Information was received from a patient regarding an external device. The patient had a broken desktop charger connector pin where the cord broke where it meets into the recharger. The issue began on saturday. Patient stated that their implant was getting ready to die and that they had been using the recharging equipment a lot because they were losing their charge a lot quicker. Patient mentioned that they were due to have their implant battery swapped out, but they hadn't gotten the appointment yet. A replacement desktop charger (dtc) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.